Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery on (B)(6) 2018 under general anesthetic to remove the excess skin and change the abutment to a longer one.